Event description:
Pt awaiting mitral valve surgery with unknown infection and temperature of 103 degrees. Iab was placed to stablize pt. Leak was noted after 48 hrs of use. The iab was removed via femoral cutdown due to large blood clot. Iab was replaced without incident and the pt is stable.